Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: damaged: visual / examples: deformed/bent/worn. Visual inspection: the reported breakage of the rod cannot be confirmed, the received synream flex shaft is intact with no visual breakage or crack. However, the visual inspection has shown that the device is in a end of life condition, the prongs at the forefront are worn, the hexagon above the prongs has impression marks, the shaft has stress marks all over, the hexagon on top has some strong scratches and the laser markings is partially not readable anymore due to these scratches. The inspection has also shown that there is with sam 44-20 an additional laser marking on the hexagon which was obviously applied post-manufacturing. Investigation conclusion: the complaint cannot be confirmed regarding the reported breakage. Nevertheless is the complaint rated as confirmed as the returned device is in a end of life condition. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. In this relation following section of our important information leaflet (se_023827_am) can be pointed out: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (e.g. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 352.040, lot: l125917, manufacturing site: bettlach, release to warehouse date: 18. Nov. 18, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an de-re-pth procedure on (B)(6) 2020, the synream 5.0mm flexible shaft broke. No fragments were generated. The surgery was delayed for twenty-five minutes due to the reported event. The procedure was successfully completed with no additional intervention required. No further information provided. This report is for one 5.0mm flexible shaft. This is report 1 of 1 for complaint (B)(4).